Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to occlusion. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.